Event description:
It was reported that at the onset of bypass, a pressure drop occurred. There were no obvious occlusions in the circuit. The problem was noted immediately and they stopped, clamped and changed out the oxygenator. There was no reported complication to the patient.

Manufacturer narrative:
H3 analysis: the product has been received, but evaluation has not yet been performed. Investigation is limited at this time to a review of the device history record which shows the product met all specifications for release to distribution. When analysis has been completed, a follow-up medwatch will be provided. Conclusion: until an analysis can be performed, no conclusions can be drawn.